Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker device had reached explant indicator unexpected based on longevity a couple of months ago. Boston scientific technical services (ts) noted a significant increase in atrial tachycardia response (atr) episodes, which can impact longevity. Therefore, analysis was needed to determine if depletion was usage based or inappropriate. To date, this device remains in service. No adverse patient effects were reported.